Event description:
Caller reported that the battery indicator showed a constant 100% without decreasing. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.